Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was at the health care provider (hcp) and they told the pt to call mdt and schedule a  manufacturing representative (rep) because the ins needs to either be replaced or taken out. Pt reported the ins turned or flipped in the pocket or not in the pocket. Pt did not know the event date, pt said it was a while ago. It started a couple of years back and pt saw a mdt rep who 'sent a signal whatever and redid it', but now it is at the point where ins gets hung up on chairs and stuff like that. It is at the point where it is actually causing pain. Pt said the device is not working, it does not charge, it does not do anything. Redirected to hcp to contact the rep if needed.